Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system on-site and replaced the camera (localizer) cable. Part replacement resolved the issue. The replaced camera cable has not been returned, so investigation of the part cannot be completed. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a cranial resection procedure, the navigation system localizer became disconnected for approximately 30 seconds. It was noted that no one had touched the system or adjusted any cables. The camera reconnected itself on its own and the procedure was completed successfully. There was a reported delay to the procedure of less than 1 hour due to this issue and the patient was not impacted.